Event description:
The customer ran blood glucose tests on the contour next link, received readings of 45 and 46mg/dl, and felt dizzy. He retested on the contour next ez and the reading was 79mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. New strips and meter were sent to him.